Event description:
It was reported that the patients remote control was unable to communicate with the spinal cord stimulation implantable pulse generator (ipg). It was noted that the patient has always experienced communication difficulties. The physician chose to replace the ipg following the patients lead revision procedure (see mfg. 3006630150-2025-02903). No patient complications were reported. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(6) serial (B)(6): the ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. After a complete recharge, it successfully paired with a known good remote control and clinical programmer without any issues.

Event description:
It was reported that the patients remote control was unable to communicate with the spinal cord stimulation implantable pulse generator (ipg). It was noted that the patient has always experienced communication difficulties. The physician chose to replace the ipg following the patients lead revision procedure (see mfg. 3006630150-2025-02903). No patient complications were reported. The patient was doing well postoperatively.